Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl; cause was unknown. No additional information was provided regarding the low bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.